Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. From the results of evaluation, the following items were observed: - a white foreign material found inside the air/water (a/w) channel. - switch section - key top 1 - pin hole. - insertion part - ccd-unit (charged coupled device) - ccd cover lens glue --- chipped. - insertion part - distal end --- c-cover - sharp edge (snag). - insertion part - a-rubber glue - chipped. - universal cord - buckles. - connector - plug unit - damaged housing. - the customer reported "bowden cable has too much play". Then, olympus physical inspection confirmed "control unit - angulation - less or specified value u165 d60 r85 l80". - control unit - angulation - play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and presumed to have been simethicone - however, the foreign material in the a/w channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited a foreign material in the air/water channel. There were no reports of patient involvement.